Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the pulse generator exhibited false elective replacement indicator. It was noted that the patient had gone through several security gates with emi. The false eri was not cleared. No intervention was performed.